Manufacturer narrative:
The reported event of material integrity problem was not confirmed. As received a complete lead was returned cut in two pieces. Electrical testing did not find any indication of conductor fractures but found shorts between the conduction paths due to procedural damage. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage.

Event description:
Related manufacturer reference number: (B)(4). It was reported a patient's right ventricular (rv) lead presented with exit block in the form of high pacing impedance, scar tissue. And elevated capture thresholds. The lead was explanted and replaced in a procedure on (B)(6) 2023. During procedure, the atrial lead was damaged so it was also explanted and replaced within the same operation. Post-procedure the patient was stable.